Event description:
It was reported to the boston scientific (B)(4) that a speedband superview super 7 multiple band ligator was used for a procedure. According to the email, during the procedure, it appeared as though the suction of the device did not suction enough tissue into the ligator cap. In addition, it was also reported that the handle was turned and heard the click, however, the band did not deploy. Attempts to obtain more complete information regarding patient information and the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Patient information is unknown. Date of the event is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant has not indicated if the device will be returned or not for evaluation.